Event description:
It was reported that the devices were used during a vats lobectomy. The device fired fine on the first and second. First device (ez), on the third firing it was noticed the anvil was loose and it yielded (flopped side to side horizontally.) A competitors devices were used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 8/4/2008. Evaluation summary the analysis results showed that the device was received with the clamping mechanism damaged and with a reload present. The cartridge was received fully loaded of staples. No functional test was performed due to the condition of the device. The device was disassemble to verify the condition of the internal components and the tube insert holding features to the channel were found damaged, not allowing the device to properly close. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specification; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.